Event description:
It was reported that the 9900 system had a control panel error at boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery charger voltage was adjusted during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)